Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. Visual and microscopic inspection observed that the main coil and the pusher wire were returned for the analysis. It was observed that the main coil was stretched, bent and detached at the coil interlocking arm section. Functional inspection test could not be performed due to the condition of the device.

Event description:
Reportable based on device analysis completed on 09aug2023. A 10mm x 40cm .035 interlock 2d coil was received with no issues reported. However, returned device analysis revealed a detached coil at the interlocking arm section.